Event description:
It was reported that during a breast biopsy, the biopsy instrument functioned correctly on the first sample. But allegedly the needle and cannula had deformed and the physician was unable to obtain a second sample. No patient injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for evaluation. The device was visually inspected and no apparent defects were noted. The stylet moved freely within the cannula. The needle was placed in a driver and it was noticed that there was a gap at the sample notch. It was also noted that it was possible to move the stylet back and forth within the hub. The complaint is confirmed and the root cause is unknown.